Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g gastrointestinal/pelvic floor therapy. It was reported that the pt said their interstim does help their symptoms of "could not urinate on their own" but "it has to be working". Pt said it's not working, they can't urinate, they cant get the water out, they are swel ling like crazy. Pt said they have been to the ER and the ER can't do anything because the "machine itself is doing something, they are saying you people need to help" and pt is getting no help. Pt said "this machine, off and on, gets it's own ideas, it shuts off, it does not exist, it's telling them: cannot be found. Pt said they were using it earlier today to raise it and change something and it could not find the communicator. Agent offered to assist the pt to use their equipment. Pt attempted to synch with their ins and reported seeing: no device found, reposition. Pt repositioned and said they got no device found. Pt said they recharged their ins last night to 80 percent. Agent assisted pt to restart the communicator and handset and try again. Pt said the equipment found it and stimulation was on. Agent reviewed some interstim education information , stim sensation/therapy effect information and pt chose to decrease stimulation. Patient will maintain stimulation level and will continue to track symptoms. The patient's relevant medical history included they they said their prior doctor never really gave them a program, the doctor left it up to them to try to find something that would work. Pt said they don't have much understanding. Pt said they have tried different programs. Pt said the people who set it up may not have known enough about it and could not help enough so they've got a new urologist and they think their upcoming appointment is march 23rd and they have a rep coming in for that appointment. Pt said when their interstim quits they have to cath and stuff. Pt also mentioned when they recharge it is hard to get the recharger in the right place. Pt called back on (B)(6) 2023 stating that, this morning, their equipment shut itself off and pt cannot get back into it, it is unable to find the device and said: storage space running out some system functions may not work. Pt tapped on the micro mytherapy app and tried to connect to their ins and encountered: system error the system has encountered an unexpected error please contact medtronic technical support with an 0x4f9af36f code. Pt tapped restart, however encountered the same error. Agent conference on a mobility agent to try to resolve it but pt was unable to connect to their home wifi due to password issue. Agent disconnected call from mobility to continue trying to connect to the micro mytherapy app. Pt said, since making the adjustment to their settings yesterday, their symptoms were not improved. Agent worked with pt to try and restart the handset and try again. Pt encountered the same error code. Agent worked with pt to try and recharge using the wireless recharger and the recharger app, stop charging exit the recharger app and then try to connect to the micro mytherapy app again and, after connecting to recharge, charging for a minute then exiting the recharger app to try the micro mytherapy app again, pt encountered the same error. At this point, pt wanted to try and connect to their wifi again to try a nd update the handset. Agent warm transferred pt to mobility. Agent reviewed with pt if they are unable to connect to their home wifi but someone at home can help them get connected later on they could call back to update their handset with mobility.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID a52200 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.